Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that for 'months', the patient had noticed that when they went to connect to the pump to deliver a bolus, it took minutes and a lot longer than it used to. The patient stated that at first, the device would go to 100% in an instant. The agent reviewed information and walked the patient through clearing data on the handset. The agent reviewed dosing considerations with the patient and they stated they would talk to health care provider (hcp) about possibly eliminating the external personal therapy manager (ptm) device. The patient would monitor lag issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.